Manufacturer narrative:
Other, other text: device evaluation- the reporter did not report the total volume or amount of overfill for their infusion so it could not be calculated what accuracy rate was being reported. The device was returned for evaluation. The device was given delivery accuracy testing and the result was 0.49% above nominal which is within system specifications.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that a smiths medical pump was noted to have a residual volume of 23 mls left. No patient injury or complications were reported in relation to this event.